Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during routine inspection, an articular surface provisional shim instrument was found to be disassembled and missing the ball bearing components. There was no patient involvement and no adverse events have been reported as a result of the malfunction.